Manufacturer narrative:
The insulin pump functioned properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarm noted. However, the insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently ,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of a no delivery alarm from the insulin pump. The patient's blood glucose of the time was 136 mg/dl. The customer's mother stated her daughter was trying to do a bolus when the no delivery alarm occurred. The mother stated that they removed the battery and replaced it with the pump and it is still not working. The mother also stated that her daughter had high blood glucose readings but declined to troubleshoot. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connect and push insulin slowly though the tubing. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. The customer stated that the insulin did exit and the pump alarmed no delivery. The customer declined to continue troubleshooting. The customer will be sent a replacement pump.